Event description:
A customer contacted physio-control to report that their device would not provide audio voice prompt when opening the lid. It was observed that the device would not detect the lid being opened or closed. In this state, a delay in defibrillation may occur, as the users has to push the power button underneath the lid to turn the device on. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device at the product assessment center (pac) and the cause of the reported issue was determined to be due to the lid switch, sw5. The device was destructively tested.

Manufacturer narrative:
The device evaluation is anticipated but not yet begun. The customer will be provided with a replacement device. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device would not provide audio voice prompt when opening the lid. It was observed that the device would not detect the lid being opened or closed. In this state, a delay in defibrillation may occur, as the users has to push the power button underneath the lid to turn the device on. There was no report of patient use associated with the reported event.